Event description:
The customer called with a problem rewinding and priming the insulin pump. The customer changed the battery, and the insulin pump gave an alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump had a missing end cap sticker.